Event description:
The pt was revised because the cup was loose with one screw broken. Also, the liner appeared to be malpositioned in the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.